Manufacturer narrative:
H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. The photo evaluation was completed on 09-jan-2026. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. The picture provided by the customer does not provide sufficient information related to the pericardial effusion issue reported. A manufacturing record evaluation could not be performed, since no lot number was provided. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis, and the root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product was discarded, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (paf) ablation procedure with varipulse¿ bi-directional catheter, and the patient experiences a cardiac perforation which required surgical intervention. This was a first time paf ablation on the patient using varipulse catheter and vizigo sheath. The access and single transeptal puncture were uncomplicated. During the ablation phase, the patient experienced quick drop in blood pressure and large pericardial effusion. The doctor paused the procedure to drain the effusion, once stabilized the ablation was completed. The bleeding started again, and the surgical team was called to open the chest and close the effusion. The effusion was found to come from the apex of the left atrial appendage, believed to be caused by the varipulse catheter. Review of the catheter location on carto 3 system timeline mode confirmed that upon initial insertion of the catheter into the left atrium (la) through the vizigo sheath, the catheter went deep into the la appendage. This likely caused the effusion. The patient was stabilized and transferred to intensive care unit. The surgery was prolonged for three hours due to the event. The outcome of the adverse event was fully recovered. The patient required extended hospitalization because of staying for a week rather than a day to recover. The procedural activated clotting time was above 350 seconds before and during procedure. One exchange was noted from sl0 sheath to vizigo after transeptal. One transseptal puncture site was performed during the procedure. The number of performed ablations was 18 ablations all pulsed field ablation, all 18 ablations were performed within the pulmonary veins (pv) and no ablations were performed outside the pv.